Event description:
It was reported that during a knee arthroscopy procedure, the tip of the unit fractured into the knee. The fragment was removed from the patient and no adverse consequences were reported.

Manufacturer narrative:
The tip breaking condition (ceramic) was confirmed on the returned unit. The chipped and detached ceramic portion was not returned with the unit. Scratch wear marks were observed on the insulation and lumen concentrated on the right side of the probe below where the ceramic is missing. A possible user related (misuse) possible contributor cannot be ruled out based on the unit¿s visual inspection and the activation history, which indicate that the unit was extensively used during surgery, for cutting tissue. According to the wear marks, it is possible that the device was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, exceeding the part strength per design, as this may result in damage to the tip of the probe. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a knee arthroscopy procedure, the tip of the unit fractured into the knee. The fragment was removed from the patient and no adverse consequences were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.